Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900093 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after 2-3 clips applied, the other clips did not close anymore. No medical intervention was required; the surgeon used another applier. There was no consequence for the patient.

Event description:
It was reported that after 2-3 clips applied, the other clips did not close anymore. No medical intervention was required; the surgeon used another applier. There was no consequence for the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there was biological material in the jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, a distinctly quieter audible ratchet sound could be heard from the internal ratchet ears. The first clip was unable to properly load and it fell from the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that there was significantly more lubrication on the ratchet and ratchet ears than typical. R & d was consulted and confirmed that this would not cause any functional issues. Further inspection of the disassembled device revealed that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 7 total clips remaining in the channel indicating that 8 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip(s) not closing/locking" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to properly load into the jaws of the applier. Upon disassembly, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.